Manufacturer narrative:
Model number: 720185-01; lot number: 106519003; model description: reservoir flat iz 100 ml.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. When the device was removed a large tear was found in the left cylinder. The patient was implanted with a new ipp device. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.